Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the recorder was oversensing and will be reprogrammed. The recorder remains implanted and is still in use. No patient complications were reported as a result of this event.